Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient received inappropriate therapy due to detection of supra ventricular tachycardia (svt) by the implantable cardioverter defibrillator (ICD) device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.